Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files confirmed the reported driveline communication fault and driveline power fault alarms. Corrosion of the driveline was also reported which could have contributed to the alarms; however, the corrosion was unable to be confirmed through this evaluation, and a specific cause for the reported alarms could not be conclusively determined. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account submitted one photo of the pump cable inline connector for review. The quality of the photo was not sufficient to confirm the suspected corrosion. The controller event log files collectively contained events from 07aug2025 and 12aug2025 through 13aug2025. A persistent driveline communication fault alarm, associated with com_a_fault flags, was observed on (B)(6) 2025. Additionally, driveline communication fault alarms, associated with com_b_fault flags, and driveline power fault alarms, associated with power a line faults (pwr_a_broken) and power b line faults (pwr_b_broken), were active from (B)(6) 2025, until the driveline was disconnected in order to complete the reported modular cable connection cleaning. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed while the driveline was connected. It was reported that log files were submitted post-exchange, and driveline power fault alarms were captured. Abbott technical services cleared the driveline power fault alarms, but it was noted that another driveline communication fault occurred after the driveline power fault alarm. The alarms were silenced until technical services was able to come onsite to inspect and clean the modular cable. It was reported that the driveline power fault alarms reoccurred the next day after cleaning. It was communicated that the modular cable connection was cleaned. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, cautions to keep the driveline exit site as clean and dry as possible and contains a subsection on ¿caring for the driveline exit site.¿ section 5 of the IFU, ¿alarms and troubleshooting¿, and section 7 of the patient handbook, ¿alarms and troubleshooting¿, contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. These sections also outline system controller alarms as well as how to respond to each alarm condition. Section 8 of the IFU, ¿handling emergencies¿, lists examples of emergencies, including driveline communication faults and driveline power faults, and the recommended actions associated with these emergencies. Section 8 of the IFU, ¿equipment storage and care¿, states "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient woke up in a normal state of health when shortly after, at 0500, they experienced a communication fault alarm. Upon initial interrogation there was no kinks. Twist, or cuts on the patient's driveline. Log files were submitted for evaluation. The event log file recorded a driveline communication fault on (B)(6) 2025 at 4:46:14. Motor function was not affected by this event. The system controller and the modular cable were exchange. It was noted that the patient tolerated the exchange without any significant issues except feeling a little tingle in their chest and feeling like their body "slowed down". Log files were submitted for review post exchange and a driveline power fault was captured. The driveline power fault was cleared by technical services but it was noted that another driveline communication fault occurred after the power fault alarm. The driveline communication fault was silenced until technical services was able to come onsite to inspect and clean the modular cable. The next day however, it was reported that the driveline power fault alarms reoccurred. The cleaning was performed on (B)(6) 2025 and the driveline power and communication fault alarms were said to have been active. It was also noted that there was a slight bend in the driveline right above the modular cable connection. The first cleaning of the modular connector surface lasted 20 seconds. Upon reconnection of modular cable, alarms cleared. A second cleaning of modular connector pinholes was performed and lasted 45 seconds. The modular cable was reconnected, and log files were downloaded. A final cleaning was performed, and the modular cable was replaced.